Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the customer site and found a damaged power supply to the system control center (scc) central processing unit (cpu) of the architect i2000sr analyzer. The fsr replaced the scc cpu and verified that the instrument was operational. Upon additional communication with the country, it was determined that the power supply to the scc cpu was also replaced. Subsequent instrument operations and test results were acceptable. A review of the service history for architect isystem was performed for the time period of 2008 thru 2009. No additional complaints of this nature have been reported since the fsr replaced the scc cpu and the power supply to the scc cpu. The abbott architect system operations manual (may, 2008) provides adequate information addressing this customer's issue. A malfunction of the system was identified. Based on a review of the instrument's service history record, since the fsr replaced the scc cpu and the power supply to the scc cpu, no repeats of this issue have been detected. This is a final report.

Event description:
The customer reports a burning odor accompanied with smoke coming from the architect i2000sr analyzer. The smoke appears to be contained to the system control center (scc). There are no reported injuries or damage to the surrounding environment. A service call was initiated. There is no report of any impact to patient care.